Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed glucose result for a diabetic male patient generated from an architect c8000 analyzer and provided the following data: on (B)(6) 2023, sample ID (B)(6): initial result was 16 mg/dl, repeat result was 16 mg/dl. The patient was tested in another laboratory the same day and the glucose result was 180 mg/dl (method unknown). It was reported that all glucose testing was not a fasting glucose test. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation regarding depressed result of architect glucose reagent lot number 62901uq10 assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Ticket search by lot 62901uq10 did not identify an increase in complaint activity for the reported issue. Ticket and trending review did not identify any trends regarding for the identified product related to the reported issue. Return testing was not completed as returns were not available. File sample analysis was not performed as the issue appears to be specific to the documented patient sample. Quality control was in range on date of discrepant result, indicating the assay is performing as expected. Device history record review did not identify any nonconformances or deviations associated with the identified product and complaint issue. A labeling review determined product labeling provides adequate information regarding the customer issue. Based on the investigation, no systemic issue or deficiency with the architect glucose reagent lot number 62901uq10 was identified.